Event description:
(B)(6) performed lasik and made my eyesight worse than before lasik. I have expressed concerns in all follow up appts and the doctors are useless. They say "results may vary, you cannot get a refund" and have taken no effort to take accountability for ruining my vision or helping to fix it. I'm out thousands of dollars with worse vision. They are not competent doctors at this facility.